Event description:
The pt underwent a cardiac catheterization procedure in 2000. The physician closed the arteriotomy with a 6 fr. Tsl closer device. The device was deployed, but adequate hemostasis was not achieved. Manual compression was applied to achieve hemostasis. The pt was sent to the ward. In 2000 the pt reported pain in their right leg and diminished pulses were noted. In 2000 a femoral arteriogram revealed a total occlusion of the right femoral artery. The pt was taken to the or for thrombectomy and removal of the stitch. Good distal pulses were noted, and the site was closed. The pt recovered without further incident.